Manufacturer narrative:
Additional classification code: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: it was reported that the plate broke postoperatively leading to a revision procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2017 a plate and twelve cortical screws were implanted in patient. On (B)(6) 2018 while the patient was at work the 4.5mm narrow lcp plate broke. The revision surgery was performed on (B)(6) 2018 and a 45mm narrow lcp plate was also removed with no malfunction reported. Sales representative was not present during procedure, no patient information or surgical detail. No further information provided. Concomitant part: cortical screws (part number unknown, lot number unknown, quantity 12). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant part: 4.5 mm narrow locking compression plate with 4 holes/80 mm (part number 224.5541, lot number 4947079) was another plate that was removed intact along with the unknown cortical screws (part number unknown, lot number unknown, qunatity 12). Unique device identifier (UDI) was updated to "(B)(4)". Device history review: part number: 224.621; lot number: 5569552; part manufacture date: 20-aug-2007; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a; DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm narrow lcp plate 12 holes/224mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part: 4.5 mm narrow locking compression plate with 4 holes/80 mm (part number 224.554, lot number 4947079).